Event description:
It was reported that there were fine thread-like fibers identified in a 250ml eva bag. The occurrence date is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.